Manufacturer narrative:
Correction: physical samples arrived at the plant. The following information has been updated: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-10-24. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. H.6. Investigation summary: two loose 1ml syringes were received and evaluated. It was observed the stoppers were in the bottom of the barrel and the plunger rods were not attached. It appeared one of the plunger rods had a bent tip and one barrel had a faded scale. The stopper separation was rejectable per product specification. A plunger rod was inserted into the barrel with the faded print and attached to the stopper. When attempting to extend the plunger rod it was noticed there was insufficient silicone in the barrel preventing the stopper from moving. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the stopper separation defect is associated with the assembly process. One of the syringes had insufficient silicone causing excess friction and making the stopper stuck to the bottom. The other syringe had a plunger rod that was bent at the tip which likely prevented a proper connection with the stopper. No corrective actions are necessary based on the defective rate identified. Batch 7207885 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing 12 occurrences of stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that stopper stays in places when plunger is pulled back. Per snow verbatim: from phone call on 2019-09-18: issue: consumer reported when he pulls back the plunger stopper stays does not move, he cannot draw the insulin. Stopper is detached. Sample available. He thinks he has saved about 5 syringes. Incident date: (B)(6) 2019, occurence-1, lot# 7207885; expiration date: (B)(6) 2022. Consumer uses new syringes each time of his injection. Verbatim from the email below 09-18-2019. I received a call from a direct consumer regarding 309628. Customer stated that there is a detachment of the black rubber piece from the plunger. He stated that he has about 12 syringes with the same defect and just wanted to let someone know.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing 12 occurrences of stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that stopper stays in places when plunger is pulled back. Per snow verbatim: from phone call on (B)(6) 2019: issue: consumer reported when he pulls back the plunger stopper stays does not move, he cannot draw the insulin. Stopper is detached. Sample available. He thinks he has saved about 5 syringes. Incident date (B)(6) 2019 occurence-1 lot# 7207885; expiration date-2022-07-31. Consumer uses new syringes each time of his injection. Verbatim from the email below (B)(6) 2019. I received a call from a direct consumer regarding 309628. Customer stated that there is a detachment of the black rubber piece from the plunger. He stated that he has about 12 syringes with the same defect and just wanted to let someone know.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing 12 occurrences of stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that stopper stays in places when plunger is pulled back. Per snow verbatim: from phone call on (B)(6) 2019: issue: consumer reported when he pulls back the plunger stopper stays does not move, he cannot draw the insulin. Stopper is detached. Sample available. He thinks he has saved about 5 syringes. Incident date: (B)(6) 2019. Occurence: 1. Lot# 7207885; expiration date-2022-07-31. Consumer uses new syringes each time of his injection. Verbatim from the email below (B)(6) 2019. I received a call from a direct consumer regarding 309628. Customer stated that there is a detachment of the black rubber piece from the plunger. He stated that he has about 12 syringes with the same defect and just wanted to let someone know.